Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with fingerstick blood glucose of 600 mg/dl and fatigue, following an infusion set change using insets; the pattern showed persistent post-dinner hyperglycemia despite correction dosing, and the event was managed by walking the user through another infusion set change, with subsequent improvement in glucose to 329 mg/dl. Symptoms included hyperglycemia and feeling tired. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available and the available information was insufficient to determine a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.